Event description:
While physician was using an arthrex opes aspirating ablator, toothbrush, 90 degrees, low profile, (B)(4), lot 354648., the blue film coating covering the tip of the wand was coming off into the wound. While there was no harm to pt, film had to be retrieved from wound and another wand used to complete the procedure.